Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed kinks in the telescope assembly and the imaging window twisted. The rotator and imaging core assembly was not pulled out from hub due the imaging window twisted. The impedance test shows an electrical open proximal waveform between 130-140 cm from the distal housing. Microscope inspection revealed the imaging window was twisted. A video was provided from the client that shows a lost image.

Event description:
Reportable based on device analysis completed on 10oct2024. It was reported that visualization issues occurred. The 70% stenosed, 2.5mm x 60mm target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the device could not show the image. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable. However, device analysis revealed that the imaging window was twisted.

Event description:
Reportable based on device analysis completed on 10oct2024. It was reported that visualization issues occurred. The 70% stenosed, 2.5mm x 60mm target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the device could not show the image. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable. However, device analysis revealed that the imaging window was twisted.

Manufacturer narrative:
H6: component codes updated - g02014 (display) has been added. H6: evaluation result code updated - c13 (operational problem identified) has been added. Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed kinks in the telescope assembly and the imaging window twisted. The rotator and imaging core assembly was not pulled out from hub due the imaging window twisted. The impedance test shows an electrical open proximal waveform between 130-140 cm from the distal housing. Microscope inspection revealed the imaging window was twisted. A video was provided from the client that shows a lost image.

Manufacturer narrative:
E1 initial reporter address 1:(B)(6). Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed kinks in the telescope assembly and the imaging window twisted. The rotator and imaging core assembly was not pulled out from hub due the imaging window twisted. The impedance test shows an electrical open proximal waveform between 130-140 cm from the distal housing. Microscope inspection revealed the imaging window was twisted. A video was provided from the client that shows a lost image.

Event description:
Reportable based on device analysis completed on 10oct2024. It was reported that visualization issues occurred. The 70% stenosed, 2.5mm x 60mm target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the device could not show the image. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable. However, device analysis revealed that the imaging window was twisted.